Event description:
The physician attempted arteriotomy closure with the closer tsl6 fr. Device. The puncture appears to have been above the inguinal ligament. The device was deployed and the sutures were harvested. The knot was being lowered when the sutures pulled through. Closure was attempted with manual compression. The pt complained of abdominal pain, and became hypotensive. The pt was transferred to surgery for a suspected bleed from a known aortic aneurysm. Bleeding was detected from the puncture site which was the distal portion of the iliac artery. The artery was surgically repaired, however during the repair the vascular surgeon accidentally lacerated the colon. A colostomy was created and the pt was transffered to ICU. The pt did not recover. Reports from the ICU indicate that the cause of death was multi organ failure attributed to multiple underlying pathologies.